Event description:
A physician attempted arteriotomy closure using the starclose device. Upon beginning to advance the thumb advance, the sheath separated from the hub. The safety release button was depressed and the device was removed. Hemostasis was achieved with compression.

Manufacturer narrative:
Upon investigation, the sheath failed to slit due to a dull cutter making it difficult to complete the thumb advancer stroke. Review of the lot did not produce any findings relevant to this report. A corrective action has been initiated related to this malfunction. Abbott identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".